Manufacturer narrative:
Samples 1/1 and 1/2 were lithium heparin plasma and sample 1/3 was serum. All samples were normal in appearance. The samples were centrifuged for 10 minutes at 3000 rpm. Qc was within the established ranges prior to and after the erroneous result. System checks were performed on (B)(6) 2011 and (B)(6) 2011 and both met specifications. The customer performed a diagnostic system check and it met specifications. Service was on site (B)(6) 2011 and ran a hs system check, which failed with one flier. The fse repeated the hs system check, and the results met specifications. The fse performed a 10 repetition precision run with the low cardiac qc and a 5 repetition precision run with sample 1/1. Both resulted in good precision. No clear root cause for this event could be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated troponin (accutni) result, above the normal reference range, generated by unicel dxc 600i access 2 immunoassay system for one patient's sample. The result was reported out of the laboratory and the patient was admitted to the hospital due to the result. Repeat testing on an alternate instrument and subsequent samples produced results within the normal reference range. There was no further report of change to patient treatment.